Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:02 was discovered during product evaluation. This condition was due to a faulty pumphead module (phm). The pumphead module was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.